Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump was tested with no unexpected restart error alarm and external ram crc error alarm noted. No unexpected resetting time/date after changing battery noted. Pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that insulin pump had multiple pump error. The customer¿s blood glucose was high 389 mg/dl. The customer reported that troubleshooting was performed and pump error was occurred. The customer was advised the insulin pump need to be replaced. The customer was advised to monitor the insulin pump and that patient may continue to wear the insulin pump until replacement arrives.